Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with high blood glucose on (B)(6) 2017 until (B)(6) 2017. The blood glucose at the time of incident was unknown. Current blood glucose was 497 mg/dl. The got a message on pump that says blocked insulin, then says to remove and start over with a new set. Customer reports the following symptoms related to their high blood glucose was does not feel good but not at the point where she feels she needs to go to the hospital. Customer has been using syringes with humalog to treat for the high blood glucose. Description of complaint included high blood sugar, vomiting with chest pain and difficulty breathing. The significant events leading to hospitalization included her numbers just kept being high being high and her cannula have been bent and did not know kept injecting went into diabetic ketoacidosis. Customer moving to troubleshoot for bent cannula. The insulin pump will not be returned for analysis.